Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate universal battery charger (ubc) (serial number: (B)(4)) being damaged and showing a red light was confirmed via evaluation of the returned ubc. The ubc was returned and evaluated at the service depot on 27feb2021. The system booted up without any issues; however, when the returned battery was inserted, the reported event was confirmed with a red light showing on the ubc. Upon evaluation, there was fluid residue on slot 4 of the ubc, around slot 4 on the power supply pcb and on the pocket cable charger assembly for slot 4. These were forwarded to product performance engineering for analysis and after evaluation, the fluid residue was confirmed. All components of the universal battery charger that were returned to ppe were operating as intended; however, the returned battery caused a red light on the ubc. After the battery was cleaned, the reported event of a red light could not be reproduced. The root cause of the red light on the ubc was determined to be fluid residue; however, the root cause of why the residue was there could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(4) was shipped to the customer on (B)(6) 2020. Heartmate universal battery charger instructions for use section 5 ¿ ¿responding to advisory messages¿ explains how to properly interpret and troubleshoot all alarms. Heartmate universal battery charger instructions for use section 8 ¿ ¿inspection, cleaning, and maintenance¿ explain how to properly care for the equipment. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The instructions for use and the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damaged universal battery charger (ubc). The patient's battery charger showed a red light. Analysis of the returned ubc revealed printed circuit board (pcb) components with fluid residue.